Event description:
Nurse attached 500 cc sterile water pre-filled humidifier bottle to wall o2 flow meter. Bottle exploded and shattered with loud noise. No harm to patient. Nurse experienced temporary hearing loss and tinnitus for one day. Biomed could not reproduce event with same o2 gauge and same type of humidifier bottle. They found no issues with humidifier adapter, o2 gauge, connections or wall o2 connection.